Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate these devices. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, omsc considered that the reported event was attributed to the following. - the water filter was used beyond the usage period recommended by olympus. - the water supply pipe was not disinfected. - the disinfectant had deteriorated. - contamination occurred during sampling in the microbiological testing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the rinse water of the subject device. Other detailed information such as the number/type of microbes and the reprocessing method was not provided. There was no report of infection associated with this report.